Manufacturer narrative:
The involved cartridge was not available for evaluation. A device history record (DHR) review was conducted for the reported lot number and confirmed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "check the system for blood and fluid leaks during treatment and pay close attention to the blood line and access connections." All treatments must be administered under a physician's prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly. UDI: (B)(4).

Event description:
A report was received on 24 jul 2025 from a nurse at a skilled nursing facility (snf) regarding an 84-year-old male patient with a medical history including end stage renal disease, who stated an unspecified amount of blood leaked from the cartridge during a hemodialysis treatment on (B)(6) 2025. Additional information was received on 29 jul 2025 from the nurse who stated the patient did not experience any symptoms and no medical intervention was required. Per the nurse, the patient has resumed therapy with the nxstage system.